Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that following a recent pulse generator replacement, a known fractured right atrial (ra) lead was connected to the new device. Subsequently, an out-of-range atrial lead impedance alert was received. Technical services (ts) advised that the alert would only recur following future device interrogations and that the atrial daily measurements could be disabled during the patient's upcoming follow-up visit. No adverse patient effects were reported. This ra lead remains in service.